Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: during testing, the pump was powered on and multiple call service alarms (052, 054) were recorded in the black box data, however these were not duplicated during investigation of this complaint. A 24 hour test was executed successfully without any further alarms being duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were call service 054 alarms this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.